Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pj2886 and no non conformances/ manufacturing irregularities related to the malfunction were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A picture was received for evaluation. Upon visual inspection of a picture a paper lid and a winding former with a suture without needle around of them of the product code vcp310 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint, since the samples was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopaedic trauma surgery on (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off suture needle had happened. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/09/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6. Medical device problem code: a0401. Additional h-3 summary: visual inspection evaluation was conducted on the returned device and determined that needle piece and a needle/suture piece of product code vcp310h was received for evaluation; the needle was received broken in two section, swage area attached to suture piece and a needle piece, no needle pull of was noted. Due to condition of the broken needle, additional evaluation was necessary to determine the assignable cause. Additional analysis: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcp310h. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.